Manufacturer narrative:
The coolsculpting user manual states that the effect of performing a coolsculpting treatment with a vacuum applicator on a patient who has a hernia in or adjacent to the treatment site has not been studied. The applicator uses vacuum pressure to draw tissue into the applicator cup during the treatment. The vacuum pressure may therefore apply pressure on a pre-existing hernia or pre-existing structurally weak area such as a surgical scar, causing further complications. Physicians should examine that patient for evidence of pre-existing abdominal or femoral hernia prior to use of the device. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report of a patient who received coolsculpting to the mid abdomen and may have developed paradoxical adipose hyperplasia and possibly two hernias.

Manufacturer narrative:
Additional, changed, and/or corrected data: aware date.

Event description:
Allergan aesthetics received a report of a patient treated abdomen on (B)(6) 2020 with coolsculpting developed paradoxical hyperplasia (pah/ph). Diagnosed with pah on (B)(6) 2020 by physician assistant. Previously reported hernias, provider update states not related to coolsculpting.